Event description:
The device is part of a recall population and upon subsequent evaluation, the device was found to have a component failure related to the recall.

Manufacturer narrative:
(B)(4). Device evaluation concluded the component failure was related to the recall on (B)(4) 2011.